Event description:
It was reported, that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted. This event is reportable, per 21 cfr part 803. Section h6 was done, based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested. And product will be evaluated after receipt. In case any new or additional information will be gained from this investigation, a follow-up report will be sent. Trend is tracked and monitored.

Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional type of investigation code 10. This is a follow up report to add this additional code. Device received for this event is being corrected from ank reg c/abut gh 3,0 a 0 catalog # 17-3070 to ank impl a8 d3,5 mm/l8 mm catalog # 31010205. Correcting UDI # from to (B)(4). This is a follow up report for this corrected information. Correcting concomitant medical products from implant*2 product number: 31010405, 31010425 to concomitant product: abutment 31021625, lot unk. This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported - removing codes for: health effect - impact code - 4627. Medical device problem code - 1260. Investigation findings code - 3252. The correct codes for this complaint are: health effect - impact code - 4621. Medical device problem code - 2408. Investigation findings code - 213. This is follow up report for this corrected information.